Event description:
Percutaneous endoscopic gastrostomy tube inserted in 1999. Pt is resident of a nursing home. In 2000 this pt pulled out the percutaneous endoscopic gastrostomy tube at the nursing home. The nursing home reported that only the tube portion came out - the button portion was missing. Pt brought to ER where a flat plate of abdomen revealed the button portion of the percutaneous endoscopic gastrostomy tube to be in the duodenal bulb in the stomach. Pt was admitted for possible reinsertion of a percutaneous endoscopic gastrostomy tube. However it was determined that another percutaneous endoscopic gastrostomy tube was not necessary and pt discharged back to nursing home to eventually pass the button of the percutaneous endoscopic gastrostomy tube.